Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 month follow-up showed the presence of a type ia endoleak. The patient has recently been diagnosed with aggressive lung cancer and will not be treated for the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related, due to the planned off label use of concomitant non-endologix products, in combination with a hostile neck anatomy. There were no procedure-related harms associated with the implant procedure. The final patient disposition could not be ascertained, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures, and specifications at the time of manufacture. (B)(4).